Manufacturer narrative:
Concomitant medical products: tissue matrix strattice, product ID: 1016002, lot: sp100563. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced abdominal pain, infection, mesh erosion, and vomiting. Post-operative patient treatment included revision surgery.